Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger, component damage, and would not run. Therefore, the reported condition that the teeth of the device were not grabbing the blade correctly was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined battery oscillator device had a sticky trigger, moving parts of the device were not moving smoothly - trigger, there was corrosion/rusting/pitting, contact damage, the edges were sharp, there was component damage, and the device would not run. It was further determined that the device failed pretest for general condition, check for sticky trigger, and mode switch test. It was noted in the service order that the teeth of the device were not grabbing the blade correctly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.